Event description:
The customer reported that the system failed to produce fluoroscopic x-ray. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The connections on the filament control board were evaluated and reconnected. The system was tested and found to be working as intended and returned to service.